Event description:
The procedure alone was painful and I was awake given medicine for the night before. After the procedure I was very sore on my left lower abdomen. I couldn't twist or move around much for two weeks. I was in pain, had sharp pains , cramps, headaches, nausea, a scary amount of hair loss and bled for 6 1/2 months until one piece of one coil came out. Sex can be very painful. Sometimes I feel like I feel moving or twitching in my lower abdomen. When I went to hospital I was told that coils migrated to my uterus. If I didn't use condoms as a backup I would definitely be pregnant. Essure has been a total failure. (B)(4).